Event description:
The external pulse generator was returned to the manufacturer due to a field advisory. It was tested, analyzed and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the ring cover and two side bail covers were broken. The knobs and lead flex cover were contaminated and the battery contacts were compressed. The ring was bent and the keyboard was scratched.